Event description:
Report received from the us stating that the device had an e5 error code (fault in handpiece). It is known that this event did not occur during surgery - however, it is unk if there was pt/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).